Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lcx. Pt's current cardiac status at time of procedure was acute coronary syndrome (non-stemi). Pt re-presented with mild chest pain approx 1 month post index procedure. A cath was performed that showed rca was occluded distal to previous other brand des placement. Endeavor in cx appeared to be patent. Physician attempted to pass pre-loaded exchange wire and otw poba through endeavor to distal cx and inflate area distal to stent placement, this process was unsuccessful. Physician chose to pull wire back and wire om and inflate. There were no plans to place another stent (des or bms), only to poba, due to pt resistance. It is reported that the pt expired on the same day. The cause of death is reported as cardiac death.

Manufacturer narrative:
(B)(4): eval results: death.